Manufacturer narrative:
.

Event description:
Additional information was received from a company representative. The serial number of the pump was provided.

Manufacturer narrative:
Concomitant products: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: catheter. Product ID: 8709sc, lot# n161756012, explanted: (B)(6) 2016, product type: catheter. Product ID: 8590-9, lot# n258028, implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: accessory. (B)(4). Refer to manufacturer report #'s 3007566237-2016-01064, 3007566237-2016-01065, and 3007566237-2016-01066 for the associated regulatory reports.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving lioresal 2000mcg/ml; 1,201.4mcg/day via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. The date of the event was (B)(6) 2016. It was reported the patient was brought to the emergency room (ER) with decreased level of responsiveness. The patient was found down unconscious with a low heart rate. The patient had a "bulge in his back" then it disappeared. The patients pump was placed into stopped mode in the ER. The catheter was replaced (B)(6) 2016. It was unknown if the issue was resolved. Patient status was alive; no injury. The old catheters were removed. There have been revisions in the past. The patient no longer has any catheter revision segments in place. The cause of the low heart rate and decreased consciousness was due to baclofen overdose. The entire pump and catheter were surrounded by fluid and was likely the cause of the bulge in the patient's back. The patient was doing well and remained stable on a lower dose of baclofen in the hospital at 800 mcg/day. The patient would go home (B)(6) 2016. Other medications the patient was taking at the time of the event include albuterol, detrol, famotidine. Medical history cholecystectomy, quadriplegic, asthma, respiratory failure.